Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) an elevated blood glucose (bg) level of 538 mg/dl, with an unknown cause. The customer attempted to resolve the issue by changing all supplies. Additionally, the customer went to the emergency room (ER) and then admitted to the hospital where an insulin drip and potassium were administered to address the high bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2019 and was unsure if any permanent damage was present.